Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-12962. It was reported that the patient passed away on (B)(6) 2022. Additional information revealed that, during the initiation of comfort care measures, the patient's controller appeared to stop and the pump running symbol turned black. Acute patient symptoms had been occurring during patient comfort care evaluation and initiation. Log files were submitted for review due to potential pump obstruction or thrombosis. Review captured a sudden onset of persistent low flow events on (B)(6) 2022 at 21:39. At 21:43 the pump appeared to have been disconnected from the controller and the controller was powered off. The pump was not explanted and would not be returned. The controller was to be returned for evaluation. Additional information revealed that the cause of death was septic shock due to a new diagnosis of cancer on their last admission. The cause of the low flow alarms could not be identified; pump obstruction/thrombus could not be confirmed as no autopsy was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between (B)(6) and the reported events (septic shock, suspected thrombus/obstruction, and patient outcome) could not be conclusively determined through this evaluation. Low flow alarms were confirmed via the submitted log file data. A direct correlation between the suspected thrombus and the patient outcome / low flow alarms could not be conclusively established through this evaluation. The submitted log file contained relevant data spanning from (B)(6) 2022 at 12:25 to (B)(6) 2022 at 21:43, per the timestamp. On (B)(6) 2022 at 14:26, the estimated pump flow decreased from approximately 4-4.9 liters per minute (lpm) to 3.5-3.7 lpm. By 16:47 the estimated pump flow decreased below 2.5 lpm, resulting in a low flow hazard alarm. The system continued to maintain the fixed speed with the low flow condition until 21:43 when the pump was disconnected, and the power cables were disconnected from the external power source. The patient outcome was not considered to be device-related and (B)(6) was reported to have been operating as intended. (B)(6) will not be returned for evaluation as it was not explanted, and no autopsy was performed. The heartmate ii left ventricular assist system instructions for use, rev. G, lists thrombus, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus / how to respond to such events and explains that pump flow is estimated from the pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document, as well as the heartmate ii left ventricular assist system patient handbook, rev. G, outlines care instructions regarding infection and cover all visual/audio alarms and what action(s) should be performed when they occur. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.